Event description:
Two trestle variable angle self drilling screws broke during surgery and the tail ends of these screws remain in patient after removal of 3 level plate.

Manufacturer narrative:
There were three parts involved with the reported incident, and they were part numbers 61003-045, 61240-014 and 61240-016. The device history records of part numbers 61240-014 lot numbers 616063, 616550 and 616552 and 61240-016 lot number 615213 were evaluated and do not reveal any quality concerns. The device history record for part number 61003-045 lot number 49652 was evaluated and does not reveal any quality concerns. The device master records of part series 61240-0xx and 61003-0xx were evaluated and the changes made have no impact on the safety and effectiveness of the products. A visual inspection was performed using a 3x microscope to confirm that the broken screws were part number 61240-016 lot number 615213. The sales representative reported the following: the reported incident was detected on (B) (6) 2009, during a revision surgery due to an adjacent level needing surgery. The sales representative also reported that the patient was not in pain and the patient was doing fine. An evaluation of the x-ray image by the biomechanical/clinical research director confirmed the reported incident. There were no reported hardware related issues, despite the obvious broken screw.